Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 545 mg/dl at the time of incident and other relevant blood glucose level was 285 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature of the insulin pump. Customer was treated with manual injection. Customer stated that the insulin pump had insulin flow blocked alarm and it was resolved by changing the complete set. The insulin pump will not be returned for analysis.